Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge resection, there was a problem unloading the device. The recharge did not advance and did not staple although it was able to fire. The stapler did not shoot at all. Same handle was used to completed the procedure. There was no patient in injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge resection, there was a problem unloading the device. The recharge did not advance and did not staple although it was able to fire. There was a room for recharge which worked without any problem. There was no patient in injury.